Event description:
Deltec smith medical wing steel needle being used to access pt's port-a-cath; rn reported safety latch did not fully engage and sprung back causing needle stick injury to rn. Testing of source pt was negative so there was no serious disability for the rn involved in this event.